Event description:
It was reported that a cardiac perforation with subsequent pericardial effusion occurred. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. At the start of the case, a small pericardial effusion was notes at baseline. The first deployed 24 mm closure device did not anchor in the appendage for which it was fully recaptured. A negative effusion sweep was performed at this time. Another 24mm closure device was deployed and also did not remain in the laa and was fully recaptured. No effusion was noted. The physician decided to switch to a 21 mm device, which was deployed and also fell out of the laa. The device was fully recaptured and a pericardial effusion sweep was performed. A pericardial effusion was noted at this time and the case was aborted. A pericardiocentesis was performed for 1 hour. Surgery was consulted since the effusion did not resolve. Patient was sent to surgery for a laa clip. It was noted during surgery that a perforation to the laa was present. Patient is stable post-surgery. No further complications occurred and patient is doing well.